Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-21. It was reported that the coiled catheter issue happened years prior ("that's ancient history") but, when pressed about whether or not the coiled catheter had actually happened, the hcp admitted that he was not sure if it had even happened or not. Per the hcp, the office had no records of a catheter replacement. The hcp noted that if the catheter had been pulled out as the patient reported, there would be a catheter replacement. The hcp did find telemetry notes from a pump replacement on (B)(6) 2012 and noted that the notes mentioned a "new 2 piece catheter" with a volume of 0.236 ml. The hcp had no further information available to him.

Manufacturer narrative:
References the main component of the device system the relevant components include:product ID: neu_unknown_cath, serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient's catheter had coiled previously, however no further information was available. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient experienced a loss of therapy. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient's catheter was not coiled and there was not an issue with the catheter. Per the hcp a coiled catheter was part of a working diagnosis. It was not coiled according to cervical spine x-rays. No further complications were expected or anticipated. Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that the patient had a problem with a catheter pulling from c-5 and coiling in their back.